Manufacturer narrative:
Evaluation: no product was returned by the customer to assist in this investigation. An internal clinical review of the complaint indicated that the event was caused by anatomical changes over time. Cook instructions for use states the following: "after endovascular graft placement, pts should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft."

Event description:
In 2004 pt underwent surgery for an aaa repair; receiving a tfb-32-117, tfle-20-71 and a tfle-14-88. Three years later, pt underwent an add'l procedure to repair two distal type I endoleaks which had caused the aneurysms to grow. The physician extended both of the iliacs, one of which was extended to the external.